Event description:
Customer called lfs on 7/3/02 alleging the ot ii meter would not power on. The issue was resolved with troubleshooting. Customer did not experience any symptoms. Customer visited the physician and during the visit prescribed the oral diabetes medication, actose. Meter has been replaced. No further information provided.